Manufacturer narrative:
(B)(4).

Event description:
As reported "possible helium loss 2 alarms while doing teaching. The alarms were coming every 2 minutes". Additional information stated "onsite doing training with the staff. When I started the pump pumping, I began getting frequent helium loss 2 alarms. After several alarms I did an internal leak test on the pump. I found that the pump was the issue." No patient involvement reported.

Event description:
As reported "possible helium loss 2 alarms while doing teaching. The alarms were coming every 2 minutes". Additional information stated "onsite doing training with the staff. When I started the pump pumping, I began getting frequent helium loss 2 alarms. After several alarms I did an internal leak test on the pump. I found that the pump was the issue." No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally, no recorder strip was returned for investigation. An examination of the device history record (DHR) could not be completed because the DHR information was unavailable, but the service history information was reviewed for the reported complaint. There were no problems identified during the review of the service history for this device. If the DHR review is available at a later date, the complaint will be updated accordingly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.